Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 250cc's. A new system was strung and the pt completed their treatment w/o further issue. Clinic manager reports no medical intervention was required. There is no other known ill effect to the pt. Continues hd therapy w/o complication. There is no sample available to eval.